Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the pump to be in good physical condition. There was no evidence of the reported problem in the event history log. The pressure switch test was found to be activated properly within the pump's manufacturer specifications. Visually inspected the pump and found it had no signs of fluid ingression. The complaint could not be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an "occlusion too low" message. No adverse patient effects were reported.